Event description:
It was reported that in 1994 a herbert screw, uncannulated, 20mm was implanted in pt's left wrist to close the scapholunate gap. Follow up in 1995 the screw was discovered to have fractured. As a result in 1995 the screw was surgically removed and two k-wires (MFR unknown) were placed.